Event description:
We have had 56 voluntary reports of grifols dosi-fuser problems since manufacturing changes occurred, roughly mid-august. The observed malfunctions include both under- and over-infusion events. No changes have occurred to our process internally with respect to staff, patient selection, or process. I have submitted 5 harm events identified of these 56. There is at least one more harm event than I may submit, time permitting.